Manufacturer narrative:
The device is expected to be return but has not been received. When the device has been received and the investigation has been completion a supplemental report will be submitted.

Event description:
Medtronic received report that the balloon catheter ruptured. No other details were provided.

Manufacturer narrative:
The balloon guide catheter was returned for analysis. The proximal end of the balloon was found to be torn and separated from the catheter. The distal end of the balloon was found to be still attached to the catheter. No other anomalies were observed. Based on the device analysis, the report of balloon rupture during the procedure was confirmed. It is possible that the introducer sheath that was used was not our recommended one (medikit). Therefore, causing damage to the device when inserting it into the narrow valve port. Subsequently leading to the reported event. Another possibility for this event, may have been that the device encountered calcification within the vessels during navigation to the target location. However, the exact cause remains unknown. The lot history record showed no discrepancies that would have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. Per the cello instructions for use: introducer sheath size and maximum guidewire diameter are indicated on the product label. To avoid balloon leakage, do not allow the balloon to contact calcified or stented arteries and do not allow the balloon to move during inflation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the balloon guide catheter ruptured during the procedure. The patient did not require additional medical intervention. This event was reported to have occurred on the 1st inflation. The anatomy was normal. Treating vessel was the common carotid (8mm).